Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.